Manufacturer narrative:
A united states customer contacted the siemens remote support center (rsc) regarding falsely depressed cancer antigen 19.9 (ca19-9) results obtained on an atellica im 1600 analyzer. Quality control (qc) was in range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse replaced the base pump, which was showing signs of leaks. Siemens further evaluated the event and concluded that a lower volume of base would affect the relative light units (rlu) and potentially contributed to the erroneous ca19-9 results. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported multiple samples recovered with 0 u/ml for cancer antigen 19.9 (ca19-9) on an atellica im 1600 analyzer. The customer provided an example of a falsely depressed ca19-9 result that was obtained on the atellica im 1600 analyzer. The initial result was not reported to the physician(s). A sample from the patient, identified as (B)(6), was tested for ca 19-9 on an alternate atellica im 1600 analyzer. The repeat result recovered higher than the initial result, was considered correct, and was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed ca 19-9 result.